Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy drain, abdominal pain and not feeling well. The cause of peritonitis was unknown. The patient was hospitalized for the event. Four days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the events. Treatment for the event and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.